Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results: the returned resolution clip was analyzed, and a visual evaluation noted that the oversheath was not returned. Microscope examination was performed, and it was observed that only one clip wing was inside of the capsule window. The tension breaker had signs of wear. Additionally, x-ray analysis was performed; the device was disassembled for further analysis, and it was confirmed that one clip arm was detached from the yoke while the other arm was inside of the yoke, confirming the deployment failure. Dimensional examination was performed on the bushing outer diameter, and it was found to be within specification. A further dimensional analysis was performed on the yoke and tension breaker, and the lengths of various parts were within specification. A dimensional examination was also performed between the hooks of the bushing, and it was confirmed to be within specification. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.